Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported about an hour after making adjustments to his device, the patient got sick to his stomach and was vomiting. The patient also feels that he is going in the wrong direction and his symptoms are getting worse not better because he is voiding less on his own. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.